Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). The lead was observed to have fractured in the area of the patient's clavicle. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.